Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: customer contacted manufacturer in a follow-up call on (B)(6) 2024 - customer stated that she feels the true metrix meter is not testing correctly; replacement product was sent to customer. Note 2: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for low blood glucose test results. Complaint was initially reported via e-mail and customer was contacted via telephone. The customer is concerned with test results from results obtained of 66, 59, 64, 57 and 52 mg/dl. The customer¿s expected blood glucose test result range 70 mg/dl both fasting and non-fasting; customer is not a diabetic - customer is hypoglycemic. Customer stated that her doctor wanted to her to have her blood drawn when her blood glucose is below 70 mg/dl, so this morning, (B)(6) 2024, when she took her blood glucose and it was 66 mg/dl fasting, she went over to the clinic to have her blood drawn (routine). Customer advised that when she arrived (within 20 minutes of taking her blood glucose with the true metrix meter), the lab meter read 88 mg/dl fasting. At the time of the call, the customer feels well and did not report any symptoms. Customer stated she had contacted her doctor due to the low results on her meter; doctor advised customer to calibrate the meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/19/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 66 mg/dl date: (B)(6) 2024 time: 10:50 am fasting. Result 2: 59 mg/dl date: (B)(6) 2024 time: 7:05 pm non-fasting. Result 3: 64 mg/dl date: (B)(6) 2024 time: 10:28 am non-fasting. Result 4: 57 mg/dl date: (B)(6) 2024 time: 2:14 pm non-fasting. Result 5: 52 mg/dl date: (B)(6) 2024 time: 1:19 pm non-fasting.

Manufacturer narrative:
Sections with additional information as of 31-may-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage.